Manufacturer narrative:
The pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's aunt reported via phone call to have been hospitalized on (B)(6) 2016. Customer got into a car accident and thought he lost his pump. Customer was hospitalized for low readings. Customer was treated at the hospital with paramedics. Customer was wearing insulin pump at the time of hospitalization. The insulin pump was returned for analysis.